Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 442 mg/dl. The patient treated via insulin pump bolus. During troubleshooting the customer stated that he was unsure if his basal rates her programmed accurately. The customer was assisted with correcting his basal rates. The insulin pump was not returned for analysis.